Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gel not fully deployed) was confirmed. There was a small tear on the side of the gas generator. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt did not fully deploy gel.